Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported during implant, before extending the helix, the pacing impedance was observed to be high. Another lead was connected and normal impedance was noted. The lead was replaced.